Event description:
It was reported that signal loss over one hour occurred. Date of event is an approximation. On (B)(6) 2024, the pediatric patient experienced signal loss. The patient was sleeping when he suddenly experienced seizures. After the seizures, the patient´s father took a blood glucose reading which was 57 mg/dl. The mother called 911 and the patient was taken to the emergency room by an ambulance. While inside the ambulance, the paramedics treated the patient with IV dextrose d5 and IV saline. At the ER the patient was again treated with the same medication. The patient was stabilized and discharged after 3 hours. At the time of the report the patient was feeling fine. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.